Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for malposition - valve migrates from deployment position was confirmed with other empirical evidence by edwards personnel. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential contributing factors to these findings include suboptimal valve positioning and leaflet engagement, anchor placement and interaction with the annulus, as well as the patient's complex cardiac history, including a prior heart transplant. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. The complaint for central regurgitation was confirmed with was confirmed with other empirical evidence by edwards personnel. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential contributing factors to central regurgitation include valve migration from deployment position which has potential contributing factors of operational context. Due to malposition, the valve follows path of least resistance into the ventricle and is not able to seal to the annulus. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where on post operative day (pod) 1 on the transthoracic echocardiogram (tte) it was observed the septal appeared lower as the final position of the valve and the central regurgitation was noted to have progressed to moderate to severe. Previously, the patient had moderate pvl posteriorly and mild central regurgitation post-deployment. There was no patient injury due to this event and no actions taken. The patient was noted to be in stable condition. Relatively uneventful procedure with some catheter shadowing. The leaflet capture confirmed on each anchor during the anchor spin. Posterior leaflet pinning observed post deployment. The anchors were at the hinge points of the annulus prior to final valve release. The valve did expand evenly and as expected during ventricular and atrial expansion stages. There was appropriate volume optimization the day of the procedure.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.